Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition of the device leaking liquid, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had a liquid leak. It was further reported that the red o ring on the muffler was missing, the body of the motor was covered with scratches, and the rotations per minute (rpms) was below standard/ insufficient/low power. It was observed that the device had a component damage. It was further determined that the device failed pretest for visual assessment, muffler tube assessment, loctite assessment, loctite assessment, rotational speed assessment and oil leak assessment. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in january 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.